Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the pacemaker clinic for routine follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise. The noise was not reproducible and appeared to be random and of short duration. The lead sensitivity was reprogrammed to reduce oversensing. The patient was scheduled for normal follow-up.